Manufacturer narrative:
The pump had a constant motor error alarm during the rewind due to leaking oil and a contaminated motor home switch. Unable to perform the displacement test due to the motor error alarm. No loose drive support cap was noted. The pump was received with a detached end cap, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that when filling, the threaded rod pushes out at the base of the pump and the motor housing falls out. Customer's blood glucose was unknown at the time of incident. No further information was given.